Manufacturer narrative:
Batch review performed on 4 february 2020: lot 141464: (B)(4) items manufactured and released on 24-jun-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: femoral component revision performed 5 years and 3 months after primary cementless total hip arthroplasty in (B)(6) year old man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines in gruen zone 1 are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed after 5 years and 3 months from the primary due to stem mobilization.